Manufacturer narrative:
Product ID 3093-33, lot# v988029, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient got up 4-6 times a night and ¿that had never changed.¿ it was stated, the implant never helped with reducing symptoms. The patient was on program 2 at 2.06 prior to call, which was comfortable but never changed any of the symptoms. At the time of report, the patient was on program 4 at 0.4 and it was shocking her and was painful. The patient turned down to 0.3 and was finding it comfortable and planned to leave it on this setting and track her symptoms. The patient was redirected to her healthcare provider. It was reported, the patient did not have concerns with their device or therapy. It was stated, the patient received assistance from their representative and their concerns were not resolved. It was then stated, the patient still had concerns but was working with their representative. It was also stated, the patient still had concerns but had not sought further help.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient never had therapeutic effect. In addition to getting up at night, the patient would use the bathroom 15 times a day. The device had been adjusted a year prior, but it still "didn't work. It was added that the patient had tried to adjust stimulation with the programmer as well. No further information was reported. An additional follow up report will be sent if additional information is received.